Event description:
On (B)(6) 2013, the reporter contacted lifescan in (B)(4), alleging the meter was displaying a battery indicator. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.